Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm on the insulin pump when trying to bolus. The customer had removed the battery and received a battery error from the insulin pump. After reinserting the battery, the customer received the button error alarm. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.